Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to (B)(4) and repair files legacy review/remediation protocol-complaint handling and MDR reporting. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device listed in this report is used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. During pre-repair assessment performed by technician, investigation revealed the adaptor is not fitting in the motor due to broken pins of the coupling part. This is a result of natural wear due to device vibrations which created the break of the inner welds. Some parts are oxidized due to an ineffective cleaning process, creating a water infiltration. The device was repaired and returned to customer on 9/19/2012. The complaint is indeterminate. Placeholder.

Event description:
Customer reported the device no longer operates. This is report 1 of 1 for #(B)(4).